Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs a broken device identified a device appears to be intact and has red biological tissue. Labeled as right side. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.